Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. Based on historical quality control results, a vitros tropi es lot 4010 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 4010. There was no evidence of instrument malfunction and an unexpected analyzer related issue is not a likely contributor of the event. However, as no precision testing was processed on the vitros 5600 integrated system, an instrument related issue cannot be entirely ruled out as a possible cause of the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Email address for contact office in field (B)(4).

Event description:
The customer observed a non-reproducible, higher than expected, vitros tropi es result obtained from a single patient sample tested on a vitros 5600 integrated system. Patient sample result of 0.767 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected result was reported outside of the laboratory; and treatment was initiated based on the reported result. The patient was given a cardiac catheterization procedure. Per a medical consultation with an ortho medical safety officer (mso): since this patient has been discharged and no serious adverse event was reported related to the procedure, long term serious health impact due to this incidence is unlikely. This case is not classified as a serious injury. A corrected report was issued to the physician and the patient was discharged. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho). Complaint number (B)(4).